Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient had a vena cava filter deployed prior to orthopedic surgeries after diagnosis of left femoral deep vein thrombosis with extensive pelvic fractures. The ivc filter was successfully deployed at the l2-l3 level in an infrarenal location. The patient tolerated the procedure well and remained in the operating room for pelvic fixation with an orthopedics team. Approximately four months post filter deployment, an unsuccessful filter retrieval procedure was performed. Multiple devices were used in an attempt to snare the filter; however, the filter was tilted against the vena cava. After approximately two hours, the procedure was concluded and the filter was left in place due to positioning. The patient was hemodynamically stable at the conclusion of the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four months post prophylactic vena cava filter deployment prior to orthopedic surgeries, imaging demonstrated the filter to be tilted against the vena cava wall. An unsuccessful filter retrieval procedure was performed with the use of multiple devices. The procedure was concluded leaving the filter in place due to positioning. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a vena cava filter deployed prior to orthopedic surgeries after diagnosis of left femoral deep vein thrombosis with extensive pelvic fractures. The ivc filter was successfully deployed at the l2-l3 level in an infrarenal location. The patient tolerated the procedure well and remained in the operating room for pelvic fixation with an orthopedics team. Approximately four months post filter deployment, an unsuccessful filter retrieval procedure was performed. Multiple devices were used in an attempt to snare the filter; however, the filter was tilted against the vena cava. After approximately two hours, the procedure was concluded and the filter was left in place due to positioning. The patient was hemodynamically stable at the conclusion of the procedure. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully below the renal veins. Approximately four months after implantation, a retrieval attempt was performed. A contrast injection allegedly demonstrated the filter apex against the right lateral wall of the ivc. Allegedly the filter was snared; however, the filter could not be withdrawn into the sheath. The filter was repositioned in the svc. Multiple snares were used unsuccessfully in an attempt to remove the filter. The procedure was concluded and the filter was left in place. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. Per the medical records, the filter was tilted. A tilted filter can lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately four months post prophylactic vena cava filter deployment prior to orthopedic surgeries, imaging demonstrated the filter to be tilted against the vena cava wall. An unsuccessful filter retrieval procedure was performed with the use of multiple devices. The procedure was concluded leaving the filter in place due to positioning. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.